Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a 63-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. The surgeon reports leaking purge reservoir/filter pp <300ml/h pf>30ml/h and thrombus on impella cannula. Thrombus lysis is already in use here. The pump was ultimately explanted. The patient is continued with ECMO (extra-corporeal membrane oxygenation) support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Manufacturer narrative:
The investigation for the thrombus and purge leak has been completed. Clinical reported leaking purge reservoir or filter. Thrombus on the impella cannula was noted. No data logs were returned. Insufficient product was returned as only the purge cassette was returned for inspection. There were no abnormalities on the purge cassette and it had no leaks when run in the lab. The root cause of the purge leak-pump was not determined as insufficient product was returned for analysis. The root cause of the thrombus could not be determined without additional clinical details. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: entering cardiac output (impella cp with smart assist). Section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ added- b1 selected adverse event, h6 component code 925 h1-type of reportable event changed to serious injury. H6 med dev prob code 2993 changed to 1250.